Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault 200" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to corrupt ECG software on the analog board. The analog board was replaced and ECG software was installed to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.